Event description:
It was reported that the device memory showed 2 electrical resets due to ram parity errors. The parameters were fully recovered. It was noted that the patient was undergoing radiation therapy during this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device memory indicated a partial electrical reset. A critical ram parity error occurred on 2013-(B)(6). Power on reset severities were low so the device should be able to fully recover after reset. It was noted the patient was exposed to radiation therapy.